Event description:
Customer reported being hospitalized due to high blood glucose levels; blood glucose level at time of hospitalization was 544. Customer is pregnant and had been hospitalized twice for high blood glucose levels and wants pump replaced. Customer is having problems with battery life on pump, states batteries last less then 5 days. Troubleshooting was done and per customers request pump is returning for analysis.